Manufacturer narrative:
Device not returned.

Event description:
It was reported that there had been multiple intermittent instances where insulin gauge was inaccurate. Customer¿s blood glucose level was 385 mg/dl. Customer declined further troubleshooting with tandem technical support to resolve the issue.